Manufacturer narrative:
Concomitant products: excelsior 1018 microcatheter, 5f envoy guidecatheter. The lot number could not be provided. (B)(4). Complaint conclusion: the device was not returned for analysis. In addition, the lot number was not provided, therefore, a review of the manufacturing documentation could not be performed. Without product return, the detachment failure, coil stretching, and coil separation could not be confirmed and the root cause could not be determined. Coil entanglement is a known event that could occur during coil embolization procedures, and may have contributed to the coil stretching and separation. All devices are inspected for these types of failures prior to the devices being released from the manufacturing facility. There was no evidence of a manufacturing issue related to this event; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of a right external jugular vein malformation/pouch, a 7 x 30 helipaq coil (hsr10073020/lot unk) did not detach, and stretched and separated (possibly due to coil entanglement) during withdrawal. The detachment cable had been replaced, but the coil still would not detach. A coil pusher was used to push the remainder of the dangling coil into the aneurysm. Subsequent coils were detached using the same replacement cable. It was reported that there was no patient injury or clinically significant delay in the procedure. An excelsior 1018 microcatheter was used for the procedure, but it was reported that there was no resistance between the coil and microcatheter. The microcatheter had not been repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter, and the microcoil had not be positioned at a relative sharp angle to the microcatheter. It was not necessary to remove the microcatheter due to the event, and the same microcatheter was used to complete the procedure. A continuous flush had been maintained through the microcatheter. The device had been used and prepped as per the IFU. No additional information could be provided. The device was not available to be returned for analysis.